Manufacturer narrative:
The service engineer (se) inspected the device and confirmed the reported issue. The se found contamination and moisture in the touc hframe and keyboard. The se replaced the touchframe and keyboard, performed extended self-testing on the device and all tests passed.

Event description:
The customer reported that during use, the 840 ventilator stopped, the screen went blank and did not continue during the event. The patient was transferred to an alternative ventilator. No patient harm or injury was reported.